Event description:
It was reported via repair work order that the bed exit would not engage due to a damaged scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit would not engage due to a damaged scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
.